Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/08/2014 with the following findings: the keypad was torn over the arrow buttons. The up arrow button was unresponsive. All of the other buttons responded normally. Contamination was found underneath all of the button contacts. The display screen was dim and discolored. The battery compartment was cracked from the threads to the bumper pad and from the bumper pad to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was discolored, the ok button was unresponsive with the keypad contacts having contamination on them, and the battery compartment was cracked. This report is made based on results of investigation completed on 11/08/2014.